Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:four (4) batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller, con214401, in use during the event date contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed six (6) power disconnect alarms involving (B)(4). During three (3) of the power disconnect alarms involving (B)(4), a safety alert word (saw) value was recorded in the data log file indicating that a communication error occurred between the controller and batteries. During three (3) of the power disconnect alarms involving (B)(4), a safety alert word (saw) value was recorded indicating an overcurrent alert. Prior to each power disconnect alarm with an overcurrent alert, a controller power up event was recorded, with an associated motor start event. The event log recorded a high power consumption during motor start, which required more current from the battery. The battery was most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event could be attributed, but not limited, to a communication error between the controller and batteries and/ or to a physical disconnection of a power source. This event was assessed and is being reported as part of a retrospective review of log file data. Heartware ventricular assist system ¿ battery model #: 1650de / expiration date: 2018-02-28 / serial or lot#: (B)(4). UDI: (B)(4). Device evaluated by MFR: yes. Mfg date: 2017-02-28. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / expiration date: 2018-03-31 / serial or lot#: (B)(4). UDI: (B)(4). Device evaluated by MFR: yes. Mfg date: 2017-03-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / expiration date: 2018-03-31 / serial or lot#: (B)(4). UDI: (B)(4). Device evaluated by MFR: yes. Mfg date: 2017-03-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after log file review that the batteries had experienced power disconnect alarm(s). The batteries remain in use. No patient complications have been reported as a result of this event.